Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out at patient's home.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Photo samples of the catheter were returned. No visual defects were noted. Unable to evaluate based on the photo sample. An amber 2 way foley catheter was returned unopened without original packaging. Using a lure lock syringe the catheter balloon was inflated with 10 ccs of di water. The balloon inflated concentrically, without issue. Balloon inflation ratio meets specification revision 45. After 5 minutes no leaks were noted. Using a luer lock syringe the catheter balloon was deflated without issue. Device meets specification, as it would pass functional leak testing. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out at patient's home.